Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons less responsive and harder to press. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had crack at screen in top corner and slower during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Pump passed the displacement, rewind and self test. No unexpected rewind anomalies noted. Pump received with cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.